Manufacturer narrative:
Supplement #1 - medwatch sent to FDA on 24-jun-2019. Additional information: device evaluation summary: the device was returned to apollo for analysis. A visual examination was performed on the device, and noted the balloon shell to be discolored, as it was dark blue in appearance. A sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from three openings on the radius of the shell. Under microscopic analysis, all three openings were observed to have striated edges, consistent with surgical damage and device removal activities. The inner surface of the valve channel was noted to be discolored, as it was also dark blue in appearance. Yellow particles were noted on the inner surface of the valve channel

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient with the orbera intragastric balloon had "complained of abdominal pain. It was performed endoscopy that confirmed that the balloon was hyperinflated. The balloon was explanted."